Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke); evaluation, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had two endeavor drug-eluting stents implanted one to the rca and one to the rpd. Approximately 38 months post index procedure, the patient suffered a stoke. Patient was hospitalized and treated with medication. Investigator indicated that the reported event was not related to the study device.